Event description:
The reporter claimed the animas insulin pump has an inaccurate bolus history record. According to the reporter, the pump does not record any of the bolus taken. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the inaccurate bolus history.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4) 2013: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: no defect was found against the complaint. A review of the pump histories shows pump was used after the original complaint date and data has been overwritten. No tdd or black box data is available from the complaint date. The black box shows typical usage alarms and warnings. The pump was exercised for 24hourrs with no problems noted. An "ezprime" operation was performed with no difficulties; units remaining were correctly calculated and written to the bolus history. The bolus history shows two boluses on the reported event date on (B)(4) 2012 @ 20:49 and 22:47. Review of the tdd shows pump was delivering accurately until the reported event date and correctly reflects the users programmed basal rate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.